Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that surgeon noted during coring of left ventricle the coring knife was not sharp and did not cut through the tissue correctly. Clinical team was onsite during procedure. There were no further complaints or no patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: during coring of the left ventricle, the surgeon noted that the coring knife was not sharp and had difficulty cutting through the tissue correctly. A surgical knife was utilized to trim extra tissue. An abbott clinical representative was onsite during the procedure. There were no adverse patient consequences. The coring knife, serial number (B)(6), was not returned for evaluation. Although the coring knife was not returned for evaluation, investigation of similarly reported incidents by abbott identified a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the surgeon only used the coring knife in the original kit and just stated he had a hard time getting it to cut through the tissue. A surgical knife was utilized to trim extra tissue.